Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and hypoglycemia. The customer blood glucose level was 537 mg/dl at the time of incident and the current blood glucose level was 153 mg/dl. Customer other blood glucose level was 500 mg/dl, 207 mg/dl, 577 mg/dl and 348 mg/dl. The customer was assisted with troubleshooting. The customer was treated with bolus for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was alleging insulin pump for under delivery. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer stated that his meter the blood glucose went down to 39 mg/dl and the paramedics did the testing and customer was he was unconscious the time. The insulin pump as well as reservoir will not be returned for analysis.